Manufacturer narrative:
Visual inspection did not reveal any damage caused by the reported drop of the freedom driver. F-900015-de, freedom driver system guidebook for patients and caregivers ous - german, lists several cautions that if the freedom driver is dropped, exposed to liquids/debris, subjected to rough handling, it may sustain damage that will not allow it to provide life-sustaining functions as designed. If the primary freedom driver is dropped, exposed to liquids/debris or is subjected to rough handling, or if the fault alarm cannot be resolved within in three to four minutes, the patient must switch to the backup freedom driver. During initial testing, the driver did not maintain the proper normotensive pressure values for left arterial pressure (lap). Additional testing was performed in an attempt to reproduce the reported unstable fill volumes. The driver was placed on an observation run for approximately 5 days. During this time, the driver did not exhibit any alarms and fill volumes and cardiac output values remained stable. The root cause of the customer-reported unstable flows could not be conclusively determined. (H6-3189, 4756, 213, 67) the root cause the freedom driver did not maintain the proper normotensive lap values during testing was determined to be a malfunction of the piston cylinder assembly. This malfunction is unrelated to the customer-reported issue. (H6-3005, 4756, 180, 4307) syncardia has a corrective and preventative action (CAPA) for the issue of freedom driver elevated left arterial pressure (lap) during testing. Syncardia has completed its investigation and is closing this file. Ce 5239 (B)(4). Follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited unstable fill volumes while supporting a patient. When the patient was checked at the clinic, he reported that he had dropped the freedom driver a few days earlier and that is when the unstable fill volumes had begun. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup freedom driver.